Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and cardiac tamponade as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the patient effect of cardiac tamponade appears to be related to the hypotension. However, a conclusive cause for the hypotension cannot be determined. It is possible that the resistance during gripper line removal may have caused the sgc to hit the walls of the venous system contributed to the hypotension (blood pressure dropped); however, this cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the cardiac tamponade. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The first clip was placed on the mitral valve leaflets without issue. Establishing gripper line removability was performed without any resistance. However, after the clip was deployed, resistance was felt during gripper line removal. After five to ten minutes, the gripper line was able to be removed from the cds. It was noted that the gripper line was partially crimped/fuzzy [stretched]. The clip remained secure on the leaflets, a second clip was implanted to further reduce mr to 1. Ten hours after the procedure, the patients blood pressure dropped, the patient developed cardiac tamponade. The physician speculated the resistance during gripper line removal may have caused the steerable guide catheter to hit the walls of the venous system. Pericardiocentesis was performed; 500ml of blood was drained on (B)(6) 2019, 100ml were drained on (B)(6) 2019 and on (B)(6) 2019. The extracted blood was confirmed to be venous blood. The patient is currently stable. No additional information was provided.